Event description:
It was reported that during a stenting treatment procedure, the express biliary balloon became stuck on the distal end of the stent. Causing difficulty in removing the balloon from the pt. The lesion being treated was in the renal artery. A guide catheter was inserted distal to the stent and was used to datach the balloon from the stent. The balloon and guide catheter were removed from the pt injuries or complications were reported. Pt status is reported as "fine'.